Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. During the production of a suture with a mersilene 0, and at the first anchor point, the surgeon observed that the needle has broken. This one nested in the deep tissues, it was necessary to dissect in order to recover the piece of needle. There were no adverse consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 2/6/2025. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. Additional information was requested, the following was obtained: (B)(4): as for the needle fragment, it was possible to remove it during the same procedure. It was an open inguinal hernia. It just increased the surgery time. The time to dissect in order to recover the needle fragment. In this procedure, the image intensifier was not used to perform fluoroscopy to recover the fragment. (B)(4): unfortunately, I cannot answer your questions about the number of procedures involved and the quantity of sutures involved because the teams have not reported it before. The needle had never ended up in the patient. It was as a result of this that a declaration was made (B)(4). During the week, 3 threads pulled off (B)(4) for recurring). But according to the room nurses, this happens very regularly, except she does not report. There were no consequences for the patient. H3 investigational summary: the product received for analysis was fr964h. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Visual inspection and metallurgical analysis were performed on the returned product. The needle was noted with marks that appears to be by surgical instrument. A fracture was observed in the body of sample b. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needles. Sample b; the fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of the sample revealed the fractures were composed of predominantly microvoid coalescence, which is evidence of a ductile overload failure. These were ductile fractures. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure. The needle breakage was observed. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. Three unopened samples were received for analysis. In order to evaluate the condition of the returned sample, the packet was opened. The swage and attachment area were noted as expected. The tip and body of the needle were examined under magnification and no anomalies or issues related to needle breakage were found. In addition, the samples were tested by resistance test to needle and met the requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.